Manufacturer narrative:
Correct to device coding. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information is being request from the field. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information is being request from the field. A new rv lead was implanted. No additional adverse patient effects were reported.